Event description:
It was reported that the 6800 system would not work in cine mode. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.